Event description:
It was reported that the device was damaged after being deployed. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After the initial deployment of the closure device, the device was too distal so the physician attempted to do a partial recapture and re-deploy. When the device was re-deployed, the feet of the device were entangled, wrapped around each other and the device would not deploy correctly. The physician ended up doing a full recapture and used a new device. Another of the same device was used afterwards. The procedure was completed with the new device and no complications to the patient were reported.